Event description:
It was reported that the patient experienced leakage at the site event on (b)(6)2026. The blood glucose level was high and got treated by insulin pump and the length of infusion set was in use for one day.

Manufacturer narrative:
E1: Patient country: Saudi ArabiaName:(b)(6) Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.